Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a recharging issue. The patient charges his stimulator in the am and before he goes to bed. The last time that the visited the health care provider, his health care provider was surprised that he had to charge twice a day. The patient mentioned that his health care provider told him to turn it up until he ¿felt it". He wasn¿t sure what the health care provider meant by that. He could feel stimulation in his leg and asked if he should. The patient¿s stimulator was implanted to treat back pain. He was getting therapeutic relief from the stimulator, but also felt stimulation in his leg which he wasn¿t sure if he should. Both of these issues he had been experiencing since implant. There were no further complications reported.